Event description:
Initial information reported by a physician's assistant to a sales representative on 01-nov-2010: a female consumer initiated treatment with injectable poly-l-lactic acid (sculptra) [lot # and expiration date unk] and developed a non-visible bump that had formed under her skin. No further relevant information reported. Important medical event.